Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged critical pump error (open book image) alarm and exposure to moisture found on 26-jul-2021. No critical pump error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, and active current test. Device failed basic occlusion test, force sensor test, occlusion test due to moisture damage on the force sensor. Device failed sleep current test due to moisture damage on the pcba 1 and pcba 2. Device failed self test due to cracked glass causing partial display and missing segments. Successfully downloaded history files, traces and comlink files using thus. Two errors, usart test error (0x00000046) and main lcd test error (0x00000049), were found in the comlink files confirming a critical pump error (open book image) alarm did occur. Suspecting usart test error (0x00000046) and main lcd test error (0x00000049) are due to moisture damage on the lcd flex connector and pcba 1. Device was cut open to perform visual inspection and found evidence of physical or moisture damage on the pcba 1, pcba 2, lcd flex connector, force sensor, and harness assembly vibrator. Force sensor zero offset not within specification (28.5mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case-corner of belt clip rails, pillowing keypad overlay, and cracked retainer. Critical pump error (open book image) alarm was not observed during testing, however errors in the comlink file confirms a critical pump error (open book image) alarm did occur. Exposure to moisture confirmed at the pcba 1, pcba 2, lcd flex connector, force sensor, and harness assembly vibrator. Device failed basic occlusion test, force sensor test, occlusion test due to moisture damage on the force sensor. Device failed sleep current test due to moisture damage on the pcba 1 and pcba 2. Device failed self test due to cracked glass causing partial display and missing segments. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and insulin pump was dead. Customer stated that insulin pump got wet and then alarm went off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.